Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that the reloads were fully fired with the interlocks engaged and the reloads had damages to the cutting edge of the knife blades. Functionally, the reloads were loaded into a representative instrument. The interlocks were overridden, the reloads were cycled without hesitation or binding and were applied to test media. Test media was transected. The reloads interlock were tested and found to function properly. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total esophagectomy converted to an open procedure unrelated to the device problem, in the gastric linear suture after slive, the triple row staples fried for the entire length. However, the controlateral row did not fire any staples. The staple line was incomplete. To resolve the issue, a second manual anastomosis was done laparoscopically by performing a continuous suture with a needle and thread. It was noted that the surgical time was extended by one hour. The patient's hospitalization was also extended for one more day.